Event description:
It was reported that low amplitudes were seen on left ventricular (lv) lead. The report of lv lead low amplitude is a lead specific issue. Right ventricular (rv) lead, right atrial (ra) lead and lv lead are all non bsc products. Boston scientific technical services (ts) recommends continued monitoring at this time. No reported adverse patient errects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).